Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an expired neuragen nerve guide (ID png230) was implanted. The expiration date is september 30, 2022 and was implanted on (B)(6) 2022. No patient injury reported, and no medical intervention required. Name of procedure: tenolysis excision. According to the information provided, it is unknown if the expiry date was checked before it was inserted, but it appears that it wasn¿t noticed that the product expired. The product remains implanted.

Manufacturer narrative:
The neuragen nerve guide (ID png230) was not returned for evaluation (remains implanted); however, investigation site retain samples were evaluated. DHR - no product defect reported that would generate an investigation. Failure analysis - retain samples evaluation: six (6) units were visually inspected. Packaging was in good condition; tray seals were acceptable, and product/sponge appearance was normal. No defect was observed in any of the inspected units. The correct expiration date 09/30/2022 was observed in all labels. Expiration date is visible in four (4) different places: front and top side of the box, piggyback labels, and tyvek lid of product tray. The expiration date was as reported. The reported condition of ¿expired product implanted into patient¿ was confirmed with the DHR review and retain samples evaluation since the expiration date was on 30 september 2022 and implantation on 27 october 2022. The root cause for this complaint is the result of two (2) events caused by the customer: the expired stock was not disposed. It was not noticed that the product was expired prior to use.